Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pregnancy with contraceptive device ('unintended pregnancy') in a 35-year-old female patient who had essure (batch no. B30427) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage ("bleeding"). In 2015, the patient experienced rash ("skin rash"). In (B)(6) 2017, the patient experienced tooth fracture ("broken tooth"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion hospitalization). On an unknown date, the patient experienced alopecia ("hair loss"), pain ("pain") and headache ("headache temporal"). At the time of the report, the pregnancy with contraceptive device and headache had resolved with sequelae, the genital haemorrhage, alopecia, tooth fracture and pain had not resolved and the rash was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered alopecia, genital haemorrhage, headache, pain, pregnancy with contraceptive device, rash and tooth fracture to be related to essure. The reporter commented: treatment received for: pain and bleeding discrepancy regarding date of start of drug that is insertion date which was reported as (B)(6) 2020 lot number:b30427, manufacturing date: 2013-0,5 expiration date:2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pregnancy with contraceptive device ('unintended pregnancy') in a (B)(6) year old female patient who had essure (batch no. B30427) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage ("bleeding"). In 2015, the patient experienced rash ("skin rash"). In (B)(6) 2017, the patient experienced tooth fracture ("broken tooth"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion hospitalization). On an unknown date, the patient experienced alopecia ("hair loss"), pain ("pain") and headache ("headache temporal"). At the time of the report, the pregnancy with contraceptive device and headache had resolved with sequelae, the genital haemorrhage, alopecia, tooth fracture and pain had not resolved and the rash was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered alopecia, genital haemorrhage, headache, pain, pregnancy with contraceptive device, rash and tooth fracture to be related to essure. The reporter commented: treatment received for: pain and bleeding discrepancy regarding date of start of drug that is insertion date which was reported as (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.